Manufacturer narrative:
Both rods broke in patient after six months, leaving the patient in pain. This has resulted in surgical intervention. The patient did not follow surgeon's recommendations. (B)(4). Exemption e2017030.

Event description:
Both rods broke in patient after six months, leaving the patient in pain. This has resulted in surgical intervention. The patient did not follow surgeon's recommendations.